Event description:
It was reported that the system displayed an overload fault, which could cause the system to shut down on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage tank and the snubber board. The system operates as intended.